Event description:
It was reported that the patient presented in clinic for a follow up. It was discovered that the atrial lead had dislodged and migrated to the superior vena cava. The lead was explanted. A port plug was placed in the atrial port. The patient was in stable condition post-procedure.